Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedance. There was no sensing and no capture even at full output. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694958 lead, implanted: 2007-(B)(6), 5024m-52 lead; 5071-35 lead, implanted: 2002-(B)(6). (B)(4).